Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user did not use the audio processor for one year due to family issues related to the war in the country.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
Reportedly, therecipient has not used the audio processor for one year due to family issues related to the war in the country. It is unknown if an accident or trauma occurred and it is unknown if the hearing performance is affected.however, based on the user's father, the recipient had a good response with the device. It was planned that the recipient will meet with the surgeon in (B)(6) 2022. However, as per information received on (B)(6)2022 the recipient has not met with the surgeon; therefore no decision regarding reimplantation has been made.